Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid was failed. The technical support specialist (tss) advised that the user had no privilege in the cubex application to eject the cubie and instructed to contact the pharmacy to de-assign and release the bin. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower lid of a cubie holding oxycod/apap tab 5-325mg in drawer 3 did not lock closed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.